Manufacturer narrative:
A qualified r&d engineer evaluated the transducer based on the customer complaint. Visual inspection found potential third-party repair and customer misuse due to the bite marks, fluid ingress, and third-party label. However, the reported issue was not reproducible. There was no indication of either non-conforming material from shipment, and no indication of design anomaly requiring further action. The customer's complaint was addressed by replacing the transducer. After replacing the transducer, all transducer and system functional tests passed and no additional repair or analysis action was required.

Event description:
It was reported by the customer that the x7-8t tee transducer would not articulate during use with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The field service engineer replaced the transducer to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.